Event description:
The customer reported being at the emergency room due to diabetes ketoacidosis and high blood glucose of 267mg/dl. The caller experienced vomiting and high ketones. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run the manual prime test and the insulin did exit. Performed the high pressure test and passed. Instructed the caller to remove the cannula and it was not bent. Instructed the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.